Event description:
A malfunction was reported with a code displayed as malf 0. There was no reported adverse impact to customer's blood glucose. Technical support provided pump reset information and assisted the customer in resetting the pump. After resetting, the malfunction did not recur, and the customer was instructed to continue using the pump, with a recommendation to call back if the issue reappears.